Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was interrogated and there was an alert for possible output circuit damage. Device was explanted.

Manufacturer narrative:
The reported field event of an alert for possible circuit damage was confirmed in the laboratory. Analysis identified a low internal supply voltage that was caused to an anomalous component in the hybrid. This can cause false possible output circuit damage detections. The root cause could not be determined as the failure mode was lost during testing. The reported low sensing could not be reproduced in the laboratory. Sensing was normal when tested on the bench and using automated test equipment.